Event description:
It was reported the pt had lost stimulation. It was also reported the charger and programmer could no longer communicate with the ipg. The ipg was found to have flipped. During surgical intervention, the ipg was found to be non-functional. As a result, the ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.